Manufacturer narrative:
The dentist did not disclose the patient's name or weight.

Event description:
On (B)(6), a nakanishi sales representative received information from a distributor stating that a handpiece had overheated and burned a patient. On (B)(6) the nsk handpiece z95l (0bc40124) was returned from the nsk sales representative to nakanishi for repair. There was a note with the handpiece describing the handpiece had overheated and burned a patient. On (B)(6) 2016, nakanishi contacted the dentist for more information. The information nakanishi obtained is as follows. - the event occurred on (B)(6) 2016. - the dentist was treating teeth #5 and #6 in the upper right jaw using the z95l. The patient received burns on the lip and buccal mucosa near the corner of the mouth around the #4 and #5 teeth. - the patient was not under local anesthesia. - no handpiece malfunction was observed by the dentist prior to use.

Manufacturer narrative:
Upon receiving the device involved in the adverse event, nakanishi conducted a failure analysis of the returned device:methodology used:a) nakanishi examined the device history record including repair records, for the subject z95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 2 service records (august 2013, and october 2013) since the device was shipped. The service records showed that all criteria were met at the necessary operation checks after the repair (replacement of cartridge, head cap, spray plate, dog clutch and drive shaft). B) investigation of overheating.b.1) temperature sensors were first attached to the exterior of the device at various test points (i.e., most proximal to the patient, testing point (1), and along points further towards the distal end of the device, testing points (2) through (4)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature.b.2) nakanishi attached a thermocouple (sensor to measure a temperature) to each testing point. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, without any load, and measured the exothermic situation. B.3) nakanishi measured the temperature rise of the returned handpiece at 200,000 rpm (motor revolution 40,000 rpm). There was no abnormal temperature rise during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specification. C) nakanishi observed an abnormal noise during rotation.d) disassemble of handpiece- nakanishi disassembled the handpiece and performed a visual inspection of the other parts. - nakanishi observed that the bearing retainer was worn.- nakanishi also observed flaking scar on the inner race (ball rolling surface). - nakanishi took photographs of all the disassembled parts and kept them in a file. E) conclusion reached based on the investigation and analysis result. E.1) nakanishi identified that the cause of the overheating of the returned device was a rotational resistance in the bearing that was generated instantaneously upon ingress of foreign materials during the usage, along with the increased rotational resistance due to a flaked race of the bearing. This contributes to the handpiece overheating. E.2) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions:e.2.1) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions.e.2.2) nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of checking the handpiece prior to use to prevent overheating as instructed in the operation manual.